Event description:
It was reported that the catheter balloon burst before the operation and then a new catheter was placed. The second catheter balloon burst during the surgical procedure. An additional 10 catheters are being returned for inspection. Per additional information from the ibc via email 23apr2020, the first catheter was indwelled prior to surgery & burst, and the second catheter was indwelled during surgery and burst during the procedure. There were no missing pieces and no additional medical intervention. All catheters involved were of the same product catalog number and same lot number.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst before the operation and then a new catheter was placed. The second catheter balloon burst during the surgical procedure. An additional 10 catheters are being returned for inspection. Per additional information from the ibc via email 23apr2020, the first catheter was indwelled prior to surgery & burst, and the second catheter was indwelled during surgery and burst during the procedure. There were no missing pieces and no additional medical intervention. All catheters involved were of the same product catalog number and same lot number.